Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pkk650 batch number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture would break or fall apart "at the slightest tug". There were no adverse patient consequences reported.